Event description:
It was reported that during a water vapor therapy procedure, the generator worked for 8 seconds before encountering error code 270 (syringe empty). However, the syringe was not empty at all. There was no patient complication due to this event and the procedure was aborted. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, it was thoroughly analyzed. Product analysis identified a damaged internal chassis, a bad wire in the internal delivery device cable and the display screen was flickering. Visual analysis identified minor plastic enclosure damage unlikely related to the reported event. The rest of the generator was in overall good physical condition. Functional testing was unable to replicate the 270 (syringe empty) error fault conditions reported. The review completed on the DHR for this generator confirmed that it met specification prior to release, and the most recent generator inspection found it to be fully functional with no issues. While the device displays 270 syringe empty was not duplicated, the damaged internal chassis and bad wire in the internal delivery device cable components could have contributed to an electrical overstress triggering the error code therefore the reported event is confirmed based on these findings.

Event description:
It was reported that during a water vapor therapy procedure, the generator worked for 8 seconds before encountering error code 270 (syringe empty). However, the syringe was not empty at all. There was no patient complication due to this event and the procedure was aborted. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.